Event description:
It was reported that during a device check this implantable pacemaker went into safety mode after the first interrogation. Technical services (ts) discussed unipolar pacing and sensing and device replacement was recommended. Additional information provided advised the device was not consistently pacing in safety mode and was explanted and replaced successfully with no patient complications. The pacemaker is expected to be returned for analysis. Outside of the revision, no adverse patient effects were reported. Boston scientific has made three attempts to retrieve the device, however; no response was received, the device is not expected to be returned.

Event description:
It was reported that during a device check this implantable pacemaker went into safety mode after the first interrogation. Technical services (ts) discussed unipolar pacing and sensing and device replacement was recommended. Additional information provided advised the device was not consistently pacing in safety mode and was explanted and replaced successfully with no patient complications. The pacemaker is expected to be returned for analysis. Outside of the revision, no adverse patient effects were reported.